Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 580 mg/dl. Customer was hospitalized with diabetic ketoacidosis due to high blood glucose levels. Customer was placed on insulin drip while hospitalized in order to treat their blood glucose levels. Customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly, over delivery anomaly, bolus anomaly or basal anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device communicated properly with the minilink link transmitter and the glucose sensor simulator. No pump/sensor transmitter communication anomaly noted. No calibration anomaly noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.